Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and bml handle which was used by user were returned to olympus medical systems corp. (Omsc) for evaluation. As a measurement result of the size and shape of the wire joint and the stopper of the subject device, there was no abnormality. The manipulation wire of the subject device was severed. The basket wire was not returned. There was also no abnormality on the bml handle. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to the following possible cause. The manipulation wire was detached from the bml handle since the screw was not locked and the release button for the wire joint of the bml handle was pushed. The stopper was detached from the bml handle since the release button for sheath of the bml handle was pushed. The above device handling has warned in the instruction manual as follows. Make sure the screw is tightened. If not securely tightened, the pipe may disattach, the basket may not to be moved, and/or the calculus may not be crushed. Make sure to have the stopper and the bml handle connected. If the instrument separates from the bml handle during operation, the pipe may break or become uncontrollable. Also, this instrument with calculus engaged may not be removed from the body. When connecting the bml handle with the wire joint, fully unlock the release button for the wire joint by turning the screw. If the release button for the wire joint is pressed before the screw is completely unlocked, the basket wire may come off from the bml handle, and it may lead to malfunctioning of the handle or breakage of the wire joint.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. When the user tried to crush the calculus, the bml handle was come off from the subject device and the device was incarcerated in patient while the basket grabs the calculus. The user switched to another lithotriptor and completed the lithotripsy. There was no patient injury reported. This is the report regarding the incarceration of the subject device.